Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated as the date of embolization has not been provided.

Event description:
It was reported that on (B)(6) 2024, a 5mm/4mm amplatzer duct occluder was chosen for implantation utilizing an unknown abbott delivery system to treat a 3-4mm mitral valve leaflet perforation. When placed, a small residual shunt was noted so the occluder was removed and replaced with a 6mm/6mm amplatzer duct occluder utilizing the same delivery system. Device was placed successfully and with no shunt. Stability test performed. On an unknown date, a follow up echocardiogram was performed and the device had completely dislodged. There were no clinical signs or symptoms due to the dislodgement, and no blockage of blood flow. Device was retrieved percutaneously.

Manufacturer narrative:
An event of migration or expulsion of device and residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported device migration appears to be related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances as a device was snared and removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instructions for use, "indications and usage - the amplatzer¿ duct occluder is a percutaneous, transcatheter occlusion device intended for the nonsurgical closure of a patent ductus arteriosus (pda)." Please note that per the instructions for use, "precautions - handling - the amplatzer¿ duct occluder and 180° delivery system were sterilized with ethylene oxide and are for single use only. Do not reuse or resterilize. Attempts to resterilize this device can cause a malfunction, insufficient sterilization, or harm to the patient." H6 medical device problem code: 2017 added.

Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2024, a follow up echocardiogram was performed and the device had completely dislodged and had moved to the superficial femoral artery. There were no clinical signs or symptoms due to the dislodgement, and no blockage of blood flow. Device was retrieved percutaneously.